Event description:
It was further reported that vascular access was obtained via the radial artery. The de novo lesion was located in the moderately calcified vessel. The balloon ruptured on the first inflation and was removed intact.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous left anterior descending (lad) artery. The 8mm x 3.0mm quantum maverick balloon catheter was advanced to the lesion for treatment and upon inflation the balloon ruptured at 20 atms. The procedure was completed with a different device. No patient complication was reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed the presence of contrast throughout the distal shaft. Further visual and tactile examination of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the balloon revealed a longitudinal tear approximately 5.5mm in length beginning 6mm from distal tip migrating proximally. Magnified examination of the balloon material revealed no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Examination of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).